Event description:
Complaint: over-infusion, the pump was set to infuse magnesium sulfate with a rate of 50 ml/h and a volume to be delivered of 100 ml. The pump infused the 100 ml bag in 15 minutes and then the pump had error 63. Intervention to flush the pt and prevent over-administering of the drug was performed, but no pt injury occurred.

Manufacturer narrative:
Eval results: the reported event of over-infusion could not be duplicated. The pump passed all safety, electrical and performance testing. Operational log review: on (B)(6) 2012 at 10:37 am, a piggyback infusion with a rate of 50 ml/h and a volume to be delivered (vtbd) of 100 ml was started. At 10:47 am, the infusion was manually stopped (standard hold) with a total volume infused of 8.1 ml or 97.6% of the expected volume. At 10:48 the same piggyback infusion was re-started and immediately stopped (standard hold). At 10:51 am the "hold time exceeded" alarm was displayed, the alarm was acknowledged and the standard hold extended. At 10:55 am a primary infusion was started and immediately stopped. Then, at 10:56 am the piggyback infusion with the rate of 50 ml/h was re-started. At 11:01 am the infusion was manually stopped with a total volume infused of 3.9 ml or 95.1% of the expected volume. The pump was then powered off and at 11:05 am, the pump was powered up and sys error 63 was generated. Error 63 is an internal code typically generated during power-up sequence with no visual or audible alarm to the user. The pump was not in use when the error was generated. Also, the pump was not used for the remainder of the day on (B)(6) 2012. Conclusion, per the operational log and performance eval of the pump, there is no indication an over-infusion or any device malfunction occurred. The pump performed as intended.